Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a 5" (13 cm) appx 1.8 ml, bag spike adapter w/chemolock¿, vented cap where it was reported 011-cl3534 was found to have fluid leakage after connecting to patient's central line. The set was connected to a 0.9% sodium chloride drip. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical/surgical intervention required. There were no holes, cuts, tears, or defects noted on the product. The device was changed out/replaced with no further problems encountered. There was patient involvement, but no patient harm in the event.

Manufacturer narrative:
Received: one used. List #unknown, b braun nacl 0.9% 500 ml bottle; lot #23297391. One used. List #unknown, bag spike; lot #unknown. One used. List #011-cl3534, 5" (13 cm) appx 1.8 ml, bag spike adapter w/chemolock¿, vented cap; lot #13642476. One used. List #unknown, infusion set; lot #unknown. A used 011-cl3534 bag spike adapter was returned and confirmed with a channel leak at the male luer to female luer bond of the bag spike adapter. The probable cause is a bonding error during manual bonding assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.